Event description:
It was reported that the device was in use with patient for infusion for treatment of pulmonary hypertension (drug name not provided). The reporter stated the device battery became depleted and the device lost programming. The patient switched to their back up pump to resume infusion. No adverse effects to patient reported.